Event description:
The customer reported that the ortho provue resulted a sample containing anti-m as false negative when performing an antibody screen test. The sample was sent to a reference lab which identified the anti-m using the tube method with peg and indicated that the antibody was too weak to titer. No erroneous results were reported.

Manufacturer narrative:
If the anti-m was lgm in nature it would not have been detected with the mts anti-lgg gel cards on the provue, which may explain the negative antibody screen. This customer has not logged any complaints against this analyzer since this incident. (B) (4).